Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected restart. Customer¿s blood glucose was unknown. Customer stated that he put a cheap battery in the insulin pump and got an unexpected restart alarm. Customer stated the reservoir icon is reading empty but there is insulin in the reservoir. Customer stated that alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, unexpected restart error test and displacement test. No unexpected restart error alarm or unexpected low battery alarm noted.